Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and thin leaflets. Two clips were implanted, reducing mr to a grade of 2-3. Roughly one month post procedure, the patient returned to the hospital. Echocardiography showed the xtw implanted clip ((B)(6)) detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The other xt implanted clip ((B)(6)) detached from the anterior leaflet and remained attached to the posterior leaflet (slda), causing mr to return to a grade of 4. It was noted a tear to both the anterior and posterior leaflets was observed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the reported single leaflet device attachment (slda) per the physician is related to patient conditions (thin/poor leaflet quality). Unspecified tissue injury and mitral valve insufficiency/regurgitation appear to be due to the patient conditions (thin/poor leaflet quality) and slda. Tissue damage/injury and mitral regurgitation are known possible complications associated with mitraclip procedures. Hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The additional cds0706-xtw device referenced in b5 is filed under separate medwatch report number. Correction: h6 - adverse event problem health effect - impact code: 4614 removed, 4607 added.

Event description:
N/a